Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended calibrating the transducers and if it's not successful the gde should be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator was alarming circuit occlusion while on patient. The reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was removed from vent and placed on another vent.